Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor on the screen was unable to move and the screen froze during use. It was reported that the stylus and touchscreen were not functioning. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's cursor on the screen was unable to move and that the screen froze during use. Also, it was unconfirmed that the stylus and touchscreen were not functioning. It was noted that the programmer¿s software was reconfigured, reloaded, and updated. The programmer encountered issues after passing final testing. Upon boot, it initially displayed a black screen, followed by a black/blue screen after the micro processor unit (mpu) board was swapped. Additionally, the speaker was making abnormal noises, and the speaker cable was replaced. Multiple reboots were attempted, but the issue persisted until both the mpu board and hard drive were replaced. The programmer then passed all final functional tests and functioned normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.